Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon second inflation for 30 seconds. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. The device was simply pulled out from the patient's body. The patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 1.5mm in length from approximately 3.5mm from the distal edge of the cutting blade towards the centre of the cutting blade was completely detached and missing from the balloon material. The remaining section of the blade was undamaged and fully bonded to the balloon material. The detached section of blade was not returned for analysis. The complete pad of the blade remained fully bonded to the balloon material. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon second inflation for 30 seconds. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. The device was simply pulled out from the patient's body. The patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. A 4.00 mm/ 1.5 cm / 140 cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon second inflation for 30 seconds. The procedure was completed with a different device. No patient complications were reported.